Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using aturbohawk to treat a plaque lesion with 50% stenosis in the distal tibial/popliteal trunk. IFU was followed. The vessel was not pre-dilated. No resistance was felt. It was reported that the tip of the device detached and the damage was described as ¿black line was coming off¿. The tip did not separate at the hinge pin. Another device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Additional information: a non-medtronic 6fr, 45cm sheath was used with a 0.014, 300mm nitrex wire. No resistance was experienced during removal. The device was removed in one piece from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the turbohawk was removed from the packaging and inspected. The cutter was positioned forward inside the coiled housing. The proximal end of the guidewire tubing was flared upwards. The flaring started at the proximal end of the guidewire tubing and continued approximately 0.3cm. The coiled housing showed a bend approximately 0.4cm from the cutter window. If information is provided in the future, a supplemental report will be issued.